Manufacturer narrative:
The questionnaire was received and reviewed by the company clinical analyst, who stated the following: ¿the customer reported experiencing continuous irrigation and footswitch issues during a procedure. The customer completed a questionnaire and noted the fluid bag of the cassette separated causing the fluid to leak out. The customer indicated the "glue or whatever attached the fluid bag to the hard plastic cassette ¿failed" during a cataract procedure. The case was completed as planned with the same instruments. The surgeon was concerned that there was a possible contamination to the patient. The outcome of the event was noted as resolved without treatment. The wound integrity is intact. There was no patient harm reported.¿ the system was examined and the reported events were not replicated or confirmed. The footswitch controller printed circuit board (pcb) was replaced for diagnostic purposes. The footswitch operation was confirmed to work properly. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 31, 2006. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported events cannot be established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the fluid bag of the cassette separated causing the fluid to leak out. The customer indicated the "glue or whatever attached the fluid bag to the hard plastic cassette failed" during a cataract procedure. The case was completed. There was no harm to the patient.

Event description:
A customer reported experiencing continous irrigation and footswitch issues during a procedure. Additional information has been requested.